Event description:
It was reported that the pt experienced stimulation in the wrong location. She use to have stimulation in the lower extremity and now it was in the abdomen and groin. Her stimulation has been progressing to less therapeutic benefits. Her symptoms started to occur following a fall. It was noted that she had impedance problems. The pt received number 833 repeatedly. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4) = impedance issue.